Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. Investigation found no evidence to indicate the vitros troponin I es reagents or vitros 5600 system had malfunctioned. Root cause could not be determined however the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out entirely.

Event description:
The customer obtained a non reproducible and higher than expected vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. Vitros tropi es result: 1.73ng/ml vs. Expected result: <0.012 ng/ml. The customer reported the result to a physician, however; the physician did not initiate, alter or stop the patient's treatment as a result of the reported result and no allegations of patient harm were made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).